Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the fiber/glass cap is detached and not returned; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that at 67,000 joules while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to forward-fire. The case was completed using and alternate procedure (turp). There was no patient injury reported. Gland volume 53 ml time expended: 10 minutes.